Event description:
On the 10th june 1999, nellcor puritan bennett failure investigation technician, while investigating the product, discovered that this unit was displaying oxygen saturation readings that were 20 points high. Initial information received verified no patient harm or treatment change.